Event description:
At the time of preparation, the doctor detected a fissure on the device.

Manufacturer narrative:
(B)(4). The valve was not patent and did not meet the requirements for leak testing due to a large tear in the silicone dome over the reservoir and valve mechanism. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.